Event description:
The customer reported a white line on the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service rep replaced the sensor cable, the flat cable, and the side covers. He also performed the repairs as related to the loose screw issue. He performed the calibration and self tests, and all functions met specifications. (B)(4).